Manufacturer narrative:
The device was returned for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 scope communication error message. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the no display and error messages was a faulty plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had no image and a b30 scope communication error message was displayed. The issue occurred during inspection for use. There were no reports of patient involvement.